Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer's analyzer was not working. The analyzer was not returned with the programmer. It was indicated that the link electronic module (lem) printed circuit board (pcb) had electrical noise and that the electrocardiogram (ECG) connector was loose. It was also indicated that a pinter keypad button was difficult to read and that the power supply fan and system fan were noisy. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's analyzer was not working. It was indicated that there was artifact on all leads which was not resolved by changing cables. The programmer was returned for service. No patient complications have been reported as a result of this event.